Event description:
It is reported that the pt received an acetabular cup, right side, on (B)(6) 2008 and experiencing pain. At the time of this report, revision surgery has already been planned for (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised at the time of this report. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in 07/2008 as referenced. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).